Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 4 additional implanted mitraclips ((B)(4)). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 2 days post-procedure the patient experienced a stroke and died. It was reported that the patient was very sick and this was a bail out procedure. On (B)(6) 2016, the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. There was mal-coaptation across much of the valve, as well as some thickening of the anterior leaflet and a dilated left ventricle. Five clips were implanted, reducing the mr to 2. Grasping the leaflets was difficult with all the clips due to the challenging anatomy, which resulted in an prolonged procedure lasting 6 1/2 hours. Additionally, the patient was difficult to manage hemodynamically. On (B)(6) 2016, the patient remained intubated. A scan of the patients brain found showers of embolic particles (stroke). The clips were confirmed to be stable; however, the patient died. In the physicians opinion, the devices performed as intended; however, it is suspected that the length of the procedure contributed to the stroke and death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of embolism, stroke (cerebrovascular accident) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to challenging patient morphology / pathology. The reported embolism, subsequent stroke and patient death appear to be related to procedural conditions as it was suspected that the length of the procedure contributed to the stroke and death. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing the stroke and death. The devices performed as intended but the patient was a high risk candidate and the pathology was challenging which were causal to the stroke and death as a result of an extended procedure time. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.